Manufacturer narrative:
This report is based on information provided by local philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the philips m3713a multifunction adult/child electrode pads plus, indicating that pads with lot no. 072825-01, manufactured in 2025, appear to have color variations across pads, abnormal or uneven adhesion, and inconsistent gel conditions. No patient involvement was reported. The affected pads have not been returned to philips for further investigation. However, the customer has provided pictures and a video of the alleged defect. The manufacturer reviewed the pictures and video and confirmed the defect with the pads' liner. Based on the available information and review of the images/video, the reported problem was caused by a material failure of the pads' gel liner. The reported problem was confirmed. Based on the available information and the results of additional analysis, further action has been initiated. The customer was provided with replacement pads to resolve the issue. If additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart adult/child plus pads (m3713a) and lot no. 072825-01 have different colors between the two pads in the same set. There was no patient involvement reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.